Manufacturer narrative:
(B)(4). Complaint evaluated by mfg.: the complaint device was not received for analysis. The manufacturing batch review confirmed that the device met all materials, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The target lesion was 90% stenosis located in a calcified, moderately tortuous forearm shunt. The physician treated the lesion using f/g sterling otw 4.0 x 40/40 (4f) balloon catheter. The first inflation was dilated at 10atms, the second inflation was dilated at 13atms when rupture occurred. This procedure was completed successfully with a different device. No patient complications were reported, and patient status was listed as good.